Manufacturer narrative:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that the cns is displaying a blue screen. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that the cns is displaying a blue screen.